Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a proglide device after a percutaneous coronary intervention procedure using a 6f sheath. Reportedly, when the plunger was removed the suture could not be found, a cuff miss occurred with the first and second attempted proglide devices. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to previously filed report, update to information provided: reportedly, when the plunger was removed the suture could not be found, a cuff miss occurred with the first proglide device. Another proglide device was inserted yet removed, and not deployed, due to the patient experiencing pain. Proglide use was abandoned due to the patient's condition. Manual compression was used to achieve hemostasis. No additional information was provided.

Manufacturer narrative:
Incident information was reviewed; however, there was no reported device malfunction. Visual inspections were performed on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of pain is listed in the perclose proglide instructions for use, as a known adverse event associated with use of suture mediated closure devices. Based on the case information and related record review, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. B5: describe event or problem. H6: medical device problem code 1142 removed. H6: health effect - clinical code 4582 removed.